Event description:
It was reported that the event occurred in the cath lab during insertion. The intra-aortic balloon (iab) was prepped per instruction. The md attempted to advance the iab through the teflon sheath via femoral artery when it became stuck in the sheath. As a result, the iab and sheath were removed as one unit. Another competitor's iab was prepped per instructions for use and inserted via same insertion site successfully. No report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is good. It was noted that the pt has (B)(6).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.